Manufacturer narrative:
Date of report: 07jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the power switch overlay to resolve the issue and bring the device back to functionality.